Manufacturer narrative:
One device was returned for repair. There was no physical damage found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Event history log confirmed there was a record of error code 1872. The cause was possible defective motor. The motor was replaced. The device passed all functional tests.

Event description:
It was reported that the product has error 1872. Event occurred while in patient use, during infusion. There was known patient involvement and no patient harm was reported.